Manufacturer narrative:
Device history lot review: one complaint has been received on this lot. Sample analysis: no sample was received or available for a review. Conclusion: the complaint is unconfirmed. Will monitor through trending programs and escalate as required.

Event description:
A peritoneal pt called and reported that she is getting alarms. The pt was further instructed and checked for kinks, clamps and bubbles, everything was working as expected and cannot locate cause for complication therefore the pt was advised to reset up with all new supplies. It was noted by the pt that when removing the cassette there was fluid inside the cassette door. Pt discontinued use of this product and reverted to alternative method. There is no sample.